Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in regards to the motor stalls the first days it was twice a day but the last day it was "4th a day." The pump had stalled between 3 and 24 hours each time. Reportedly, the message that talks about the long time of the motor stall that could result in total occlusion of the catheter was present (tube set). The patient was implanted with a new pump and was now "good" and receiving effective therapy. There was an attempt to retrieve the pump but the physician forgot the pump after the replacement and the nurses discarded the pump. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced underdose symptoms as the pain had come back. A critical pump alarm for motor stall. The pump showed several episodes of motor stall ¿am posterior motor stall recovery in a short period of time.¿ no diagnostic testing or troubleshooting was performed. The issue was reported as unresolved and the cause undetermined. At the time of the report the patient's status was reported as alive-no injury. The pump was to be explanted on (B)(6) 2015. This device system delivered bupivacaine and ropivacaine. Additional information was requested to clarify event details, resolution, and current patient status. Should additional information be received a supplemental report will be filed.